Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the machine showing error message that says, fatal error has occurred on underlying data source. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. There were no adverse events or injuries reported due to this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-may-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the available space in the es dataspace was low, and the database could not be shrunk, which caused the fatal error. A technical support specialist obtained dial-in permission and accessed the station. After confirming the issue, the specialist backed up the database and performed a full synchronization as per knowledge article proper datasync procedure & how to place new db in es station. The station was restored to normal operation, and the customer confirmed that it was working fine. The system functioned as intended after the technical support specialist troubleshot the issue.